Manufacturer narrative:
Other # field is populated with the di number. The discarded device was not returned to bsn.

Event description:
A report was received that the ipg was getting too shallow to charge and was midline on the spine. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient was having charging difficulty.

Event description:
A report was received that the ipg was getting too shallow to charge and was midline on the spine. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected.